Event description:
It was reported that during laparoscopic hysterectomy procedure, the device shaft was damaged during use on the patient. It was an insulation damage issue. The staff had noticed a crack along the shaft where it enters the white handle/head of the ligasure. The ligasure was broke completely about halfway through the case and said he wasn't putting any excessive torque on the device or shaft. There was no any piece of the device fully detach off during the procedure. Another ligasure device was used successfully with this generator. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the shaft of the device is damaged. Some loose pieces were observed. Functional testing found that the investigation found the shaft was damaged. Some pieces detached from the shaft. According to the complaint info, nothing fell into the patient cavity. Analysis of the product showed that the damaged is consistent with an external force on the shaft, most likely user. There was difficulty switching between the jaws and the l-hook. The black outer tube shifts forward when using the l-hook. Manufacturing does 100% inspection during the assembly and packaging process. The defective sample would have been rejected if found prior to shipping, if this was an assembly defect. It was reported that the device insulation was damaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not bend instrument shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.